Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: e1 "telephone number" and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evalaution. The customer's allegtion was confirmed. Based on the results of the investigation, stress from use, external factors, or handling likely resulted in the peeling of the aadhesive on the image guide (ig) tube . The event can be detected and prevented by handling the device in accordance with the followign section of the instructions for use: - chapter 3 preparation and inspection 3.2 endoscope preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the airway mobilescope had water leakage from a pinhole on channel tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿image guide tube coat peeling.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. The following findings were noted during device evaluation: adhesive on bending section cover (a-rubber) has a chip. Due to a dent on bending tube, bending angle in up direction exceeds the standard value. Battery slot has corrosion due to water leakage. Image guide bundle has significant breakages. And connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.